Event description:
A patient reported experienceing inaccurate high results with a fasttake meter. The patient's blood glucose results were 8.7 mmol/l versus 7.2mmol/l meter to lab. Tests were done within 10 minutes with a difference of 21%. Patient did not experience any adverse events. No further information hasbeen reported.